Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-04913. It was reported that during ipg repositioning on (B)(6) 2023, the patients lead was pulled out of its position. Physician explanted and replaced the lead. Therapy restored post-op.